Event description:
It was reported that an ilet user experienced hyperglycemia up to 300 mg/dl after beginning a meal without announcing it, while the pump showed approximately 5 units of insulin on board, and later paused insulin delivery for about 30 minutes due to a low pump battery; no device alerts were reported. No reported clinical symptoms. Outcomes included elevated blood glucose requiring troubleshooting and education, with glucose trending down and stabilizing after permitting automated correction and avoiding a late meal announcement to prevent insulin stacking. Investigation included a technical review of user-reported pump behavior, assessment of infusion set status and recent supply change, review of meal announcement practices, and counseling on device operation. Investigation of this case revealed that delayed or missed meal announcement was the likely cause of the hyperglycemia and that the brief therapy interruption from a low battery contributed but resolved after resuming use. It was concluded that the device functioned as designed and that user actions related to meal announcement timing and temporary pump pause were the primary contributors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.